Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos of lot 8249547 from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation and testing of one customer samples was performed and underfill was not observed. The second sample could not be tested due to the tube being filled with liquid. Lot 6260589 expired 2/28/2018 therefore no further investigation on this lot can be conducted at this time. Per IFU " do not use tubes after their expiration date". A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and underfill was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Lot 6260589 was expired, per IFU " do not use tubes after their expiration date". CAPA (B)(4). Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found some tubes have low draw issue.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6260589, medical device expiration date: 2018-02-28, device manufacture date: 2016-09-16. Medical device lot #: 8249547, medical device expiration date: 2020-02-29, device manufacture date: 2018-09-06. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found some tubes have low draw issue.